Event description:
Initially it was reported that the pwd (patient with diabetes) contacted support after encountering a ¿line blocked¿ alarm following a routine supply change performed 2 times. The first alert was resolved with a full set change, while the second was resolved with a site-only change. Both event occurred during patient use. During investigation found that there was 2 bent canula. This malfunction makes the event reportable. There are patient involvement and no adverse event reported.

Manufacturer narrative:
Two cannulas, one tubing set, and one adhesive base were returned for evaluation. Visual inspection identified two bent cannulas and one adhesive base that was not activated. The tubing set showed no signs of physical damage or other anomalies as received. Functional testing was performed according to the manufacturing procedure using a hydrostatic pressure pump. An occlusion test was conducted on the two (2) returned cannula samples and the one (1) returned tubing set, with free flow observed in all cases. The customer complaint of line blocked alarms was confirmed based on the condition of the bent cannulas. The probable cause remains unknown.